Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that during a knee scope procedure the pump would stop pumping water in the joint space. The sales rep stated that you could hear the motor running out of no where on the fill chamber. Then the pump would just shut down and reset itself back to normal. The pump shutdown approximately 3 to 4 times during the case causing a delay of a minute. The procedure was able to be completed with the pump with no harm to the patient. The sales rep stated that the nurse mentioned that there was any issue connecting the tubeset on the inflow side where there is a sensor that could not be reading the pressure to the pump which may cause the pump to shut down. Patient harm- no. Surgery delay- no. How surgery was completed- no.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and repaired at the service center, however the complaint was not confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis does not confirm the reported issue (pump will rev for no reason). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. Performed software upgrade and cpld version upgraded. There is no root cause available as the complaint condition was not confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).